Event description:
Dräger has received an ufr stating the following: "on (B)(6), the ventilator suddenly shut down during diagnosis and could not be restarted, causing severe asphyxia in the patient. The ward nurse promptly contacted the equipment department upon discovery, and the engineer arrived on-site for repairs." There was no detail in the report which would reasonably suggest that health consequences may have occurred or that medical intervention was required to prevent from these.

Manufacturer narrative:
The ufr was almost the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not be reached - the given phone number turned out as invalid. Dräger managed to reach a biomedical engineer in the hospital who had no knowledge of this case; he expressed the suspect that the ufr content may be incorrect regarding the clinical signs. Dräger has received other reports from the same user facility in the particular time frame in which the combination of all reported aspects would suggest that the submitter of the ufr described potential consequences of the malfunction from his/her perspective to justify the issuing of reports instead of real patient consequences. It was further stated in the ufr: ¿event cause analysis and description: ventilator power cord malfunction. Action: replacement of the power supply unit.¿ finding and remedy do not match, dräger is unable to conclude which aspect is correct. A malfunction of the power cord can incorporate a breaking of electrical wires due to wear and tear or damage; it can also mean an accidental disconnection. The device is equipped with an internal battery to cover mains power losses at least for a certain time. It would only be plausible that an interrupt in mains supply input leads to a shut-down when the device was put into operation with a completely worn internal battery i.e. When the latter cannot supply the device with energy anymore. A power supply malfunction is a different failure mechanism related to durability of electronic parts or to issues in the hospital¿s power supply network, typically. If the energy supply is cut off, the device will generate an acoustical alarm for at least 2 minutes which is buffered by an independent power source (gold cap capacitor). This has obviously worked as intended since the ufr mentioned a timely operator response to the device malfunction. Further conclusions cannot be derived from the available information.